Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had the image blur after zooming in. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material inside the nozzle. In addition to the reportable malfunction, the following were noted: the adhesives around the light guide lens and the objective lens were peeled; the adhesive on the bending section cover had a crack; the connecting tube had a wrinkle and discoloration; the control unit had discoloration; due to a crack on the upward/downward angulation control knob, water tightness was lost; due to damage on the charged coupled device unit, the image had white dots and the zoom did not work smoothly; due to wear of the angle wire, the bending angle in the up direction does not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the light guide lens had a crack; the paint on the air/water-cylinder and suction cylinder was peeled; the plug unit had a crack; switch 1 had wear; the universal cord had a wrinkle. Additionally, the following components had a scratch: the plastic distal end cover, the connecting tube, the control unit, the forceps elevator knob, the forceps elevator lever, the grip, the image guide protector, the right/left knob, the scope connector cover unit, the suction connector, the scope cover, the switch box, the upward/downward angulation control knob, the universal cord. The customer was not able to provide additional information or the specific steps taken during the cleaning sterilization and disinfection (cds) process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely insufficient reprocessing led to the retention of foreign material; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): 'chapter 3 preparation and inspection' and the reprocessing manual in 'chapter 5 reprocessing the endoscope.' Olympus will continue to monitor the field performance of this device.